Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device with universal short stapler. Visual and functional evaluation of the in strument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fourth firing of a lobectomy procedure, the surgeon resected pulmonary parenchyma with non-articulated reload, however, due to excessive force, he could not staple the tissue to the distal end. He felt the tissue was not that thick. They tried to squeeze the handle again but they could not fire the device anymore. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. No patient injury.